Event description:
It was reported the programmer screen went black, and the programmer would not function. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis could not confirm the reported event. However, the error log indicated an error, related to the reported black screen issue, had occurred previously.